Manufacturer narrative:
Images were retrieved from the instrument. There were no red cells dispensed in strip 1, and a few cells dispensed in strip 5; strips 1 and 5 utilize the #1 probe. The customer lowered the #1 probe and repeated testing with and expected results were observed. The probe was most likely seated too high, therefore not dispensing enough cells in the wells.

Event description:
Customer reported that 2 a, rh positive donor units are typing as o positive on the galileo in the fwd-aborh assay.